Manufacturer narrative:
It was reported that during a surgery, a shutdown occurred and when the device was restarted, the emergency button was turned on. Thus, the device had to be restarted. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the first shutdown was caused by a crash of rosanna. It cannot be determined why the emergency button was turned on. This event could be caused if someone pushed the emergency stop button, or if the button was not connected properly, or if a component of the emergency chain was badly or uninitialized.

Event description:
Field service engineer (fse) assisted dr. (B)(6) at spectrum health with an ablation case on b)(6) 2018, using robot br18075. Around 10:30am est, the robot shut down due to the program not responding. This occurred during registration, shortly after the calibration plate was removed for laser calibration. Fse restarted the robot and re-opened the plan. Around 10:35am, the red light for the emergency button turned on, so the robot had to be restarted again. This event caused a minimal delay and no clinical consequences.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Field service engineer (fse) assisted dr. Patra at spectrum health with an ablation case on (B)(6) 2018, using robot br18075. Around 10:30am est, the robot shut down due to the program not responding. This occurred during registration, shortly after the calibration plate was removed for laser calibration. Fse restarted the robot and re-opened the plan. Around 10:35am, the red light for the emergency button turned on, so the robot had to be restarted again. This event caused a minimal delay and no clinical consequences.